Event description:
On (B)(6) 2013, the surgeon performed a revision surgery where he removed one implant (7 x 35 mm) and replaced it with a longer implant (7 x 60 mm).

Manufacturer narrative:
Product was sent for histology analysis by (B)(4) (third party analysis laboratory) to assess bony in-growth. No structural analysis is performed. Based upon the information and investigation, as well as review of the surgeon training manuel, IFU and fmea, the root cause could not be determined at this time.